Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose last night and he suspended pump himself and woke up with high blood glucose of 430 mg/dl and treated with the manual bolus and now it was 163 mg/dl. The device is not expected to be returned for analysis.

Manufacturer narrative:
Added weight.